Manufacturer narrative:
Reporter phone #: (B)(6).

Event description:
The customer reported a ventilator was in the process of being used by a 93-year-old patient when the machine gave an abnormal alarm. As a result, the patient's connection was disconnected, and various real-time monitoring parameters and indicators were abnormal. The device was in the process of being used by a patient when the issue was discovered. There was no patient or user harm reported.

Manufacturer narrative:
Multiple attempts were made to retrieve device repair or diagnostic information, however, yielded no response from the field service engineer. It is unknown if any parts or repairs have been conducted. If additional information is later obtained, a supplemental report will be submitted.